Event description:
There was an allegation of questionable elecsys progesterone iii results for 1 patient sample on a cobas e 411 analyzer (rack system). The initial result was 9.27 ng/ml. The doctor questioned the result as it did not match the patient's clinical picture. The repeat result was 0.416 ng/ml. The repeat result was deemed correct.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.